Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  The lot/ batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: what were the indications for surgery? No further information is available. What surgical procedure was performed? A laparoscopic sigmoidectomy for dst anastomosis, why was the device positioned higher than normal? No further information is available. After the first firing but before the second firing, was pressure released on the firing handle? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? The firing force was higher than expected. What healthcare professional fired the device and what is his/ her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? No further information is available. Was the device difficult to fire? Yes. Did the healthcare professional receive audible & tactile feedback when firing the device? No further information is available. Were the donuts inspected? No further information is available. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? No further information is available. Was a leak test performed? Yes. If so, what type and what was the result? No leakage was observed. Was the staple line visualized endoscopically during the initial surgical procedure? No further information is available. How many days postoperative did the leak occur? The day after the first surgery. How was the leak identified? No further information is available. What was observed at the site of the leak upon reoperation? No further information is available. How was the leak addressed? Hartmann's operation was performed. What is the current status of the patient? The patient¿s condition is stable. At the time of the firing, the plastic washer pierced. Therefore, it seems that the staples are inside the tissue and form b type. No further information will be provided.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the firing handle was grasped but the firing force was higher than expected, so the surgeon could not grasp at one time, then it was grasped again. Because the device was positioned higher than usual around the chest, the surgeon could not grasp strong enough to fire. The device was used for dst anastomosis between the colon and the rectum. No leakage was observed during the procedure, but the leakage occurred next day. Hartmann's operation was performed. The patient¿s condition is stable. No further information is available.